Event description:
Boston scientific received information that this product was part of a system revision due to infection. It was also noted that this device could not be interrogated there were no additional adverse effects reported.

Manufacturer narrative:
Additional information received indicates the device could not be interrogated due to a depleted battery. The local area sales representative tried applying a magnet and no beeping tones could be verified.

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.